Manufacturer narrative:
(B)(4). G2: canada. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during impaction of final femoral implant, the femoral pad broke from the handle. Surgeon was able to finish impaction with other femoral impactor in same instrument case. No delay, no pieces fell into the patient.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, d9, g3, g6, h1, h2, h3, h6, h11 visual examination of the returned product identified the impactor pad exhibits signs of use (gouges, impact marks) and is fractured, with all pieces returned. Performed dimensional analysis of length and width, results are within specification. Device was submitted for further analysis. The analysis identified the fracture was consistent with overload failure or low cycle fatigue culminating in the overload failure. Part and lot numbers obtained from etch. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Reported event is not related to a combination of products; therefore a compatibility review is not applicable. Medical records were not provided. The reported event is confirmed from product return. The root cause of the reported issue was due to repeated use of this instrument over 5+ years field life; which causes wear and tear to the instrument and led to fracture. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.